Manufacturer narrative:
Customer quality conducted an investigation of the returned device. The returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device¿s handle was found to be broken. Impaction marks were noted on the handle near the break. The device chuck was tested and found to function as intended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The inserter for titanium elastic nails is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. A review of the current design drawing and the drawing revision at the time of manufacture (9/2015) was performed: top level and handle. The handle design was modified to improve impact resistance to hammer strikes and material was changed from (B)(4). This device was manufactured prior to the design/material changes. No dimensional analysis is applicable due to post-manufacturing damage. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history record, including material and hardness reviews, showed that there were no mrrs, ncrs or issues identified during the manufacture of the products that would contribute to this complaint condition. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. As no serious injury was reported, no dcrm calculation will be performed for this complaint no definitive root cause was able to be determined however, based on the witness marks; it is likely that the complaint condition is a result of errant hammer blows. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 359.219, lot # 9482509: manufacturing location: (B)(4), manufacturing date: 02.sep.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the inserter for ti elastic nails device keeps spinning when the inserter is locked. The handle of the device is no longer connected to the t-handle. It was no longer attached to the top piece of the device. The t-handle piece completely detaches from the body of the device. There is a split near the top of the handle. This was found before any procedure took place. There was no patient involvement. There was no surgical delay. They did have another device on-hand in case it was needed for a procedure. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).